Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Pacing and sensing issues in both channels reported for the subject device. Capture issues were observed in a and v channels during threshold tests. During the re-intervention, no lead displacement or physiological reasons were noted. Screwing was normal. According to the patient, he was near a big radio and tv emission devices. An analysis is requested to identify the root cause. Device was returned for analysis. Preliminary analysis of the returned device showed that the device works normally without any default. Possible hypotheses to explain the reported event would be error of programming of the implanted device, lead issue or bad v lead/screw contact.

Manufacturer narrative:
Field corrected. Please refer to the attached analysis report.

Event description:
Pacing and sensing issues in both channels reported for the subject device. Capture issues were observed in a and v channels during threshold tests. During the re-intervention, no lead displacement or physiological reasons were noted. Screwing was normal. According to the patient, he was near a big radio and tv emission devices. An analysis is requested to identify the root cause. Device was returned for analysis. Preliminary analysis of the returned device showed that the device works normally without any default. Possible hypotheses to explain the reported event would be error of programming of the implanted device, lead issue or bad v lead/screw contact.